Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the front panel flashing and not functioning was likely a temporarily malfunction of the circuit board substrate or the front panel. This malfunction is likely caused by aging after long-term use. No image displaying due to the front panel malfunction could have been caused by the following: internal circuit boards malfunctioned, poor video cable contact or monitor malfunction has occurred, or contact failure occurred because foreign matter (chemical liquid residue, water powders, sebum stains, dust, gauze spray, etc.) Was attached to the video connector contact point. The following information is stated in the instructions for use regarding the connection of the cable and connectors which may have prevented the event: "properly and securely connect all cables. If the cable connector has a locking mechanism, such as connection screws, lock the cable connector. Otherwise, equipment damage or malfunction, such as no images on the monitor can result. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of front panel flashing was not confirmed. The unit passed all functional testing and image reproduction was good. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite video system center front panel is flashing and will not function. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.